Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: elevated metal ions secondary to metallosis. Significantly elevated chromium and cobalt ions. Acetabular component was well fixed. No intra-operative complications reported. Review of device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet mlry-hd lat por fmrl 12x165mm cat#11-104212 lot#105470. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00764.

Event description:
It was reported that the patient underwent initial left total hip arthroplasty. Subsequently, patient was revised approximately 11 years later due to elevated metal ion levels and metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.